Manufacturer narrative:
One lead was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced severe migraines while using the device. The patient had one lead implanted off-label in the occipital region after a successful trial for treating headaches and second lead in the upper thoracic region (on-label) for shoulder pain. While using the device, the patient had great pain relief in the shoulder but experienced migraines. Follow-up indicated that the physician believes patient is highly sensitive and the lead presence in occipital area is causing irritation and therefore has explanted the lead in the occipital region. The patient is currently using the device with one active lead for shoulder pain and there have been no reports of further complications regarding this event.